Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer from (B)(6): "it was observed leaks/filtrations at the area of the cassette while priming by gravity. Type of drug: oncologic drug; delay in therapy: no; need for medical intervention: no; human harm: no; serious injury/death: no; "